Manufacturer narrative:
Investigation included technical support troubleshooting and user guidance for device setup. Investigation of this case revealed that the sensor had not been paired and that pairing restored expected function. It was concluded that the event was due to user setup error with no device malfunction identified and that corrective action consisted of successful re-pairing and instruction to contact support if pairing did not complete.

Event description:
It was reported that the user experienced loss of glucose readings after changing a dexcom g7 sensor, and the issue was resolved by walking the user through the pairing process until the sensor began pairing and readings were expected to resume. Symptoms included an absence of continuous glucose monitoring data. Outcomes included temporary interruption of glucose data availability and associated need for technical support.